Event description:
It was reported that the patient presented with a left ventricular lead that exhibited high pacing impedance. The left ventricular lead was explanted and replaced. During the procedure, it was identified that the left ventricular lead had split in half at the suture sleeve. The patient was in stable condition.

Manufacturer narrative:
The reported events were high pacing lead impedance and completely split in half at the suture sleeve. A partial lead was returned in two pieces. The reported event of completely split in half at the suture sleeve was confirmed. Visual inspection found the lead body insulation and suture sleeve were cut in half consistent with procedural damage. The cause of the reported event of completely split in half at the suture sleeve was due to procedural damage. The reported event of high pacing lead impedance was not confirmed. Electrical testing and x-ray examination of the lead did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to condition of the lead as received.